Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was stated that the device is available for evaluation, but it has not yet been returned to the manufacturer. The alleged issue could not yet be confirmed. If the device is received, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during coil embolization treatment, the coil unintentionally detached in the microcatheter. The entire coil and catheter were removed successfully from the patient. There was no reported injury or intervention. The patient is fine.

Manufacturer narrative:
The investigation of the returned coil system found the pusher's body coil damaged at distal, the hypotube bent at proximal, and the proximal connector kinked. The implant was found stretched, deformed, and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.